Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent surgery for fractured metacarpal, ring finger, left hand. Three lag screws were placed then a plate was placed on the ulnar side of the finger. As the last screw was being drilled, the drill bit hit a lag screw and broke off in the bone. The broken part was left in the bone. There was a backup device used to complete the procedure. There was no surgical delay. The procedure was successfully completed. Patient was good. Concomitant device reported: lag screw (part number unknown, lot unknown, quantity 3), plate (part number unknown, lot unknown, quantity 1). This report involves one (1) 1.1mm drill bit/k-wire attchmt for threaded hole/ 70mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary the complaint is confirmed as the broken drill bit is visible on the received pictures. Based on the complaint description it can only be assumed that the mentioned metallic contact with the screw did lead to a mechanical overload and finally the breakage of the drill bit. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. Part: 03.130.200, serial: (B)(6), manufacturing site: selzach, supplier: (B)(4), release to warehouse date: oct 02, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.